Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient had a revision to replace their implantable neurostimulator with a different manufacturers neurostimulator on (B)(6) 2025. Caller stated they were told the patient still had this companies leads. Caller didn't have any further information about why the revision was performed. Agent reviewed mris are not recommended for mixed systems and updated information with registration.